Manufacturer narrative:
The ring was returned showing signs that it was improperly retracted into the inserter causing it to malfunction.

Event description:
During retraction of a 6.25 mm malyugin ring the ring fractured at the glue joint. There wa sno impact to the patient and the procedure was completed as planned.